Manufacturer narrative:
Additional information: d10, h3, h6, h10. Product analysis: visual review confirmed the threaded tip of the interbody shaft has been broken off with a few partial threads remaining. Microscopic examination of the fracture surface finds a fairly brittle fracture with an angled ridge with no indication of fatigue. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative disc disease; and underwent oblique lumbar interbody fusion at l2-s1. Intra-op, the inserter broke while impacting it to insert the cage into l2-l3 disc space. The threaded tip of the inserter broke off, causing the driver to disengage from the cage. A pair of needle holders was used to unwind the tip of the driver which was retained in the grub screw of the cage. A new inserter was able to be attached to the cage and the cage was advanced into the correct position. The broken tip of the driver was removed and was discarded. No patient complications were reported.